Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The physician reported the cause of the peritonitis was due to ¿coli¿. It was not reported if the patient was hospitalized or what treatment they received. The patient recovered from the peritonitis event. Dianeal therapy was withdrawn during treatment. No additional information is available.